Manufacturer narrative:
There are multiple patients. All known information is provided in the journal article. There are multiple unknown dates of event. This report is for unknown locking screws. Part and lot numbers are unknown; UDI number is unknown. There are multiple unknown dates of implantation between march 2008 and march 2014. It is unknown if or when devices were explanted. Complainant parts are not expected to be returned for manufacturer review/investigation. Reporter phone number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: cha sm., shin h.d., ahn k.j. (2017), prognostic factors affecting union after ulnar shortening osteotomy in ulnar impaction syndrome. The journal of bone and joint surgery. Volume 99, pages 638-647; ((B)(6)). The purpose of this retrospective case-control study was to identify variables affecting osseous consolidation after ulnar shortening osteotomy (uso) in patients with ulnar impaction syndrome. Between march 2008 and march 2014, 325 patients were included in the study. A total of 61 patients were implanted with an unknown synthes locking compression plate while the other patients were implanted with either a conventional 6-hole plate or a small-bone plate from a competitor. Radiographic assessment was done beginning at 10 weeks and monthly thereafter. The article did not specify to which implant these reported complications are associated with. The complications will be reported in relation to the 61 patients who were implanted with an unknown synthes lcp. Unknown number of patients had delayed union. Unknown number of patients had non-union. Unknown number of cases of newly developed radiographic findings of arthritis were recorded. Unknown number of patients underwent revision surgery including bone grafting. Unknown number of patients had triangular fibrocartilage complex (tfcc) degeneration visual analogue scale score of 1.92. This report is for unknown locking screws. This report is 2 of 2 for (B)(4).